Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. Consult with your healthcare provider as needed. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump bolus calculation was incorrect. After review of the pump data with tandem technical support (cts), it was found that the correction factor was incorrect. It was set for 1:6 versus 1:60. Cts assisted the customer with adjusting the correction factor to 1:60. Blood glucose was 178 mg/dl.